Event description:
Report of explant of device due to "infection - non effective pain pump" received per device returned product report. Repated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.